Event description:
During routine testing of the device at the service center, the quality technician reported that the deterioration of the rubber seal was allowing the front panel mounted speed/menu encoder control knob to turn too freely. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.